Manufacturer narrative:
Product ID: 8700a, lot# j89064694, implanted: (B)(6) 1990, explanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
The patient reported a problem with their pump. Per the patient it was a long time ago and did not remember many details. The patient didn¿t know the cause but he was losing weight after the morphine but was installed. The patient went from (B)(6). The pump was helping the patient at the beginning for a few months. After a few months the pump stopped helping with controlling the pain and the patient was losing weight. They kept increasing the dose of morphine. Per the patient, one dose was supposed to last a month or longer but the patient ended up refilling the pump once a week. One hcp put the pump in and another hcp took the pump out. The explanting hcp told the patient that the pump should have never been put in the patient. The patient had the pump for pain and a ¿lady¿ nurse came to the patient¿s house to refill the pump. The managing hcp told the patient there was nothing wrong with the pump and the patient expressed dissatisfaction with the managing hcp. The explanting hcp stated the morphine was causing the patient¿s weight loss and the pump had to come out otherwise the patient would be going into a graveyard. Per the patient they also did a test on the patient¿s kidney. The patient also stated that they said there was no withdrawal because the medication was going in the patient¿s spine but the patient had withdrawal for a few months. It was also noted that before the pump was installed they checked how the patient¿s body responded to morphine. The patient was at the hospital for only one night. Per the patient 'somebody' told him that one night is not enough for the body to react. The pump had been used to deliver morphine.